Event description:
A report was received that during a lead revision, the physician discovered that a contact had come off one of the leads. The lead was explanted and replaced with a new lead. X-rays confirmed the contact was not left inside the patient. The patient was reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision, the physician discovered that a contact had come off one of the leads. The lead was explanted and replaced with a new lead. X-rays confirmed the contact was not left inside the patient. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Visual inspection of the returned lead confirmed the complaint of the missing contact off the proximal end of the lead.